Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that on (B)(6) 2021, the patient's infusion set's tubing got loose from the attachment and this issue occurred with four infusion sets. However, the patient follows the instructions and uses the correct technique. No further information available.